Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation to his back under the distribution node. It was reported that the doctor would address the wound, the exact medical intervention is unknown. Additional details about the skin irritation are unknown.